Manufacturer narrative:
Investigation completed on 25jul2017. Device history record reviewed for sn (B)(4) work order (B)(4), lot/ 161. A total of (B)(4) pcs were manufactured on 3/4/2016 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points except for rejected product labels which were replaced . Prior service history : 12/2/2015 - (B)(4)- repair of broken lock. No manufacturing or design related trend has been identified. Post market information will continue to be monitored. Root cause - can not be determined at this time. Complaint not confirmed. With respect to the returned unit it has passed all specific functional torque testing requirements, except for the lock having rotational movement when unit is not under pressure, but this would not have caused a slippage; when the unit was properly positioned and put under pressure, the unit would did not slip. General maintenance and cleaning required.

Event description:
An incident was reported on a mayfield modified skull clamp (a1059) unit spontaneously losing pressure and the patient slipping. Additional information was received on 17jul2017 from the customer with the following: the patient was an (B)(6) year-old female. There was no patient injury. There was a delay in surgery of 20 minutes. Additional information was requested and provided by the nurse on (B)(6) 2017, that the clamp in question was applied to the patient and lost pressure immediately. It was removed from the patient and replaced with the one that worked. No harm came to the patient as it was not used for the procedure. There was no revision or medical intervention required.